Manufacturer narrative:
The field service representative (fsr) inspected the instrument and observed leaking peristaltic pump head tubing on the high concentration waste pump b. The issue was resolved by replacing the pump tubing. No additional discrepant result issues have been reported since the service activity was completed. The tubing, peristaltic head (rohs) was determined to be the cause of the issue. The instrument service history review revealed no additional service tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Trending review did not identify any trends. Additionally, labeling was reviewed and adequately addressed the issue under review. Based on the investigation, no deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated chloride results generated on the architect c16000 processing module. Qc was acceptable before and after the issue was identified. The results were not reported out of the lab. The following data was provided: sid (B)(6) cl: 120 vs 102 (reference range: 100-109 mmol/l) no impact to patient management was reported.